Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 12/13/2021, it was reported by a sales representative via email that an ar-8925t tightrope disengaged from the driver as the button was entering the tibial drill hole. Surgeon attempted to reload the driver but the button flipped in between the fibula and tibia. The sutures had to be cut and button removed. Surgeon was able to complete case using a new tightrope without further issues. This was discovered during a procedure on (B)(6) 2021. After receiving additional information on 12/13/2021, sales representative has confirm that this occurred during a fibular fracture orif with a syndesmosis repair, using arthrex third tubular locking titanium plates. Case was completed with another tightrope from the same lot number as the failed one.